Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the customers report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. Internal inspection of all valves, electrical, and pneumatic connections found no discrepancies. A review of the device log finds that during the reported event date/time there are no device critical errors observed, which indicates this is not a device malfunction. The device was recertified and returned to the customer. It is noteworthy to mention the accessories used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown)while on a flight, the device displayed an "o2 supply pressure low ? 2020" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown)while on a flight, the device displayed several "unknown error" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.